Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
On (B)(6) 2014, the field service representative checked and adjusted the liquid level detection of the s/r probe. He checked the mixer, checked the sipper adjustment on the wash station, checked the pmt adjustment, and performed a blank cell. The customer has not reported any additional issues since the completion of these actions.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as 56.25 miu/ml. The sample was repeated on the same analyzer and resulted as <0.1 miu/ml. The <0.1 miu/ml value was reported outside of the laboratory. The sample was also repeated on a vidas system where it resulted as <2.0 miu/ml, which is considered a negative result. The sample was also repeated again on (B)(6) 2014 and resulted as <0.100 miu/ml. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The hcg+ss reagent lot was 173268. It was asked, but the reagent expiration date was not provided. A field service person checked the gripper and did not find any "dirties." The field service engineer performed a cleaning and black tube alignment.

Manufacturer narrative:
A specific root cause could not be determined. A hardware issue solved by the field service representative's actions may have been the cause of the issue. In addition, the customer may have used a centrifugation time and clotting time that were too short.